Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified "over infusion" events. There was no information on patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported an unspecified "over infusion" events. There was no information on patient involvement.